Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had been having trouble using the restroom on her own since 3.5 weeks ago, after her implant revision on (B)(6) 2020. The patient thought the implant might be pressed up against the bowel, causing issues. The patient had to use laxatives to relieve her symptoms.